Event description:
The affiliate reported " sensor cable was broken at sensorcase". Additional information from the affiliate informed that the microsensor was replaced. No adverse consequences to patient and/or delay in surgery greater than 30 minutes were verified. Patient is okay.

Manufacturer narrative:
Upon completion of the investigation, a follow up report will be filed.

Manufacturer narrative:
Additional information: supplier performed this evaluation. Note that only the device's connector was returned for evaluation. During evaluation a review of quality records was conducted and prior to distribution this device met all manufacturing and quality testing/inspection specifications. The catheter was evaluated and the following observations noted: catheter and internal wires broken off at connector. Catheter material, internal wires, and sensor case missing. Received connector only. No testing was possible. Based on the above evaluation, it appears that the device was inadvertently damaged by the customer during use. Trends will be monitored for this or similar complaints. At the present time this complaint is closed.